Event description:
It was reported that the patient had a complaint about the bard overnight drain bag. Per follow up information received via phone on (B)(6) 2021, customer reported that for one urine did not go through the check valve and backed up into the tubing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "improper tolerancing (fit between the valve body and valve lever)". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a complaint about the bard overnight drain bag. Per follow up information received via phone on 30sep2021, customer reported that for one urine did not go through the check valve and backed up into the tubing.